Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was with the anvil bent upward and with an ecr60g cartridge loaded in the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device fired as intended on first two firings with black reloads. On third firing with green reload the device did not fire staples on one side. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the surgeon over sew the staple line? Were any unexpected noises heard when the device was fired? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Do you have any new information on how the case was completed or patient status?